Event description:
Refrence number (B)(4). Event occured in spain it was reported that the patient faced infusion set adhesive event on (B)(6) 2026, as set got detached with jeans. The patient replaced infusion sets and resumed insulin successfully. No further information is available.